Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Spouse reported that the patient was hospitalized and using the company's glucose monitoring device. Spouse inquired about accuracy percentages and differences between device glucose readings and hospital finger-prick blood glucose results. No adverse event, symptoms, device malfunction or error codes were reported. No information regarding of the medical event is available. No blood glucose values were reported. A supplemental report will be provided if additional information becomes available.